Event description:
Patient total femur replacement with constrained liner placement s/p dissociation of r femoral neck from femoral head. Patient with a complex past history, including multiple right hip revisions for chronic infection. He is most recently status post a right total femur arthroplasty in the spring of this year. He did require return to the operating room for irrigation and debridement of a draining wound ten days later. He was treated postoperatively with 6 weeks of IV ertapenem and oral fluconazole per infectious disease recommendations. He had a prolonged stay on the physical medicine and rehabilitation, and was discharged to home approximately two months later. Unfortunately, about 5 hours after returning home, he was on the commode when he felt that his right hip dislocated. He had no fall and no acute trauma.